Event description:
Additional information was received stating that surgical intervention took place on (B)(6) 2024 where the ipg was explanted and replaced to address the issue. Effective stimulation was restored.

Manufacturer narrative:
Correction to a4.

Manufacturer narrative:
The report of ipg revised due to eol was confirmed. Analysis and a longevity calculation of the returned ipg found the device had declared elective replacement indication (eri), end of life (eol), and the device had normal battery depletion and is no longer reportable.

Event description:
Additional information indicated that product analysis findings confirmed the ipg exhibited normal battery depletion.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken at a later date to address the issue.